Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/quite a bit of pain') and endodontic procedure ('after essure 4 root canals') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hepatomegaly ("enlarged liver"), autoimmune disorder ("autoimmune disoreder") and hepatic steatosis ("fatty liver") and underwent endodontic procedure (seriousness criterion medically significant). The patient was treated with surgery (hystrectomy). Essure was removed. At the time of the report, the pelvic pain, hepatomegaly, autoimmune disorder, hepatic steatosis and endodontic procedure outcome was unknown. The reporter considered autoimmune disorder, endodontic procedure, hepatic steatosis, hepatomegaly and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Events " fatty liver, and autoimmune disorder¿ was added. Reporter were added. On 23-mar-2020: information received via social media. Events "endodontic procedure¿ was added. Reporter were added. On 23-mar-2020: social media received: reporter added. On 23-mar-2020: information received via social media: reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.